Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent infections, pelvic pain, bleeding, urinary problems, vaginal paint, difficulty with sex, recurrence of stress urinary incontinence and painful urination. The patient sought unknown medical treatment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.